Event description:
Clinical information: (B)(6) - vantage ide study, patient site ID: (B)(6) (r765181901, r765891201). It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted in a patient. It was noted 1 hour post-implant procedure, that the patient had confusion and difficulty with word finding. The patient was believed to have suffered a stroke. However, the patient had no focal symptoms and no lateralizing signs. The decision was made to administer the patient clopidrogel. On (B)(6) 2023, the head/brain computed tomography (CT) scan was normal. On (B)(6) 2023, the magnetic resonance imaging (MRI) scan showed that there were multiple focal areas of infarction involving several vascular territories, consistent with a central embolic etiology. On (B)(6) 2023, it was noted that the patient had elevated urea and creatine levels, indicative of an acute kidney injury. On (B)(6) 2023, the patient was administered IV fluids. The patient had no other symptoms. On (B)(6) 2023, the patient was discharged. Patient had slight residual aphasia on discharge, and patient will be reassessed at 30 days and 90 days.

Manufacturer narrative:
An event of stroke after the implant of a navitor valve was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the event was likely related to the procedure and was unrelated to the implanted device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.